Event description:
On (B)(6) 2021 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 during a tubing replacement, a small amount of abdominal lining on the internal fixation plate (internal bumper) was found and determined that the patient had the start of a buried bumper syndrome. The peg tube was replaced and discarded.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.